Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints with the reported symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the sterile environment and aseptic technique. There is no report of a device malfunction or fluid leaks.

Event description:
A peritoneal dialysis nurse called fresenius technical support regarding a patient that will not drain or fill and the line is blocked. Technical support had the nurse verify that all clamps are open and the blue pin is not pushed in. The patient is still connected. The nurse did not verify any alarms were received. She states the patient would not drain so she bypassed the patient. The patient is in dwell for 2 hours and the nurse wants to bypass but is unable. The nurse states that the patient has fibrin in the lines and also has peritonitis. Technical support advised the nurse that since there is fibrin present in the lines she should immediately contact the patient's peritoneal dialysis nurse or physician. She said she would contact the patient's physician.